Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. The patient had three myomas. After the myomas were taken off, when the surgeon cut them up into small pieces, the blade of the device could not come out from the sheath in the middle. Another like device was used and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade did not expose at both core guard and full position when the trigger was pressed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.